Event description:
It was reported the patient was admitted to the hospital last week with suspected sepsis. It was noted the symptoms "concur with withdrawal effect". Underdose symptoms were also reported. The patient was refilled and a volume discrepancy was noted. The expected reservoir volume (erv) was 3.4 ml and the actual reservoir volume (arv) was 0.2 ml. The pump would be checked in 4 weeks. The pump was used to deliver lioresal. The patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the pump had been delivering intrathecal baclofen for several years without any issues. At residual reservoir set at 2 milliliters (ml) and simple continuous infusion, the refill was at (B)(6) 2014 and the next low reservoir alarm date was (B)(6) 2014. The patient was seen for refill on (B)(6) 2014 when the previously reported reservoir volume discrepancy was observed. The patient had symptoms consistent with baclofen withdrawal two weeks prior to the refill. The patient was admitted to the local acute hospital and treated for a urinary tract infection which was not reported to the intrathecal baclofen team. The patient was refilled using the same baclofen solution that had been used previously with the dose increased. On (B)(6) 2014, the pump volumes were checked. 15.0 ml were expected and 14.5 ml were aspirated. It was concluded the pump function was within the normal accuracy parameter. The patient was well with no adverse effect from the incident. The cause of the discrepancy at the (B)(6) 2014 refill was not known.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).